Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 10:13:10. During night drain cycle 12, the patient's ultrafiltration reading was 1279ml, indicating the home patient (hp) drained 1279ml more than their maximum programmed fill volume of 1500ml. No further information was available.